Event description:
It was reported that upon interrogation prior to the procedure, the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. Furthermore, the ra lead exhibited poor sensing and low pacing impedance. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
New information received notes that the physician suspects insulation breach of the atrial lead.